Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed multiple cracks on the i3 speaker cover. No exposed internal wires were observed on any cables or cords included with the returned material. When the power supply was connected to an outlet by way of the power cord, unit was powered on successfully multiple times without any issues. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. . The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.